Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient states that the controller is displaying an error and that she can't use "setting 1" at all; patient confirmed that she's seeing settings not available when trying to increase the stimulation on group a. Patient states that the implantable neurostimulator (ins) battery is at 60% and that she has groups a, b and c. Patient is able to increase stimulation without getting an error on groups b and c. Patient states that this issue first started tuesday oct,13th. The patient was redirected to their healthcare provider (hcp). No symptoms were reported. Additional information was received from the patient via a manufacturing representative (rep) and it was reported that she has been getting a "cannot deliver desired settings" message when using group a, her primary group. She has not had this traditionally. The rep saw her intensities were 1ma less than what they were the last time the rep met with her and now she could not turn the intensities up due to error message. The rep interrogate the stimulator and measured impedances and found that electrode 12 had an impedance of over 40,000 ohms. The rep moved the programming off of electrode 12 and the issue went away. Patient is happy with her new programming. The issue is resolved. It is unknown if any environmental or external factors contributed to this event.